Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Eval summary: surgical notes and x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. However, the complaint maybe revised upon return of x-rays and/or product or further info. Eval: a natural knee ii congruent articular surface and an unk patella component were returned with the complaint for review. The device history records were reviewed for the articular surface and found to be conforming; indicating the device was manufactured, inspected, and packaged to specifications.